Manufacturer narrative:
This MDR is the result of an investigation finding. During the review of photos, it was determined that one of the photos depicted a needle piercing the catheter of a used device. The additional information available in the record does not apply to this incidental finding. B3. The date received by manufacturer has been used for this field. Device evaluation: a device history record review was completed for provided material number 38831114 and lot number 4288780. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) picture samples were received for evaluation by our quality team. Through examination of the pictures, two (2) pictures showed a product that had not been used and the needle was piercing through the catheter, one (1) picture showed the unit package information, and one (1) picture showed a product that appeared to be used with the defect of needle through catheter. If the product is unused and the needle pierces the catheter, it confirms a manufacturing related defect. If the product is used and pierced, it is important to highlight that had the pierce happened from a manufacturing defect, use would not be possible. According to the investigation results so far, it is possible that the issues resulted from use of the product. If the 360-degree of the catheter/cannula was not performed during use, there may be slight resistance when removing the cannula. In this situation, the healthcare professional may reinsert the cannula and therefore, re-cannulate the catheter, causing transfixion during the procedure. It is also possible that the issues resulted from the product assembly. There may have been a failure in the vision system which allowed a transfixed catheter to pass through to the customer. However, if the catheter was transfixed prior to use, insertion would not be possible. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Event details: the 24g "bd insyte" brand catheter is seen, from the moment it is opened, with the teflon bent and pierced by a bevel. This catheter is not occupied by a patient.